Event description:
Just an issue with the dexcom g7 receiver alarm and alert volume issue. The part number is mt 26403-0 with the sku of stk-at-012. This is more of a nuisance as I am 68 and have tried calling dexcom on several occasions but have been on hold each time for over 45 minutes listening to elevator music and get frustrated and hang up. All I want from dexcom is a new receiver that works.